Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the returned device found that the stent was damaged from its mid section to its distal end whereby the stent was stretched distally along the shaft so that the distal struts were positioned distal to the tip. The stent struts were separated and misaligned. No other issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent was not able to cross the target lesion. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). Following pre-dilatation with a 2.0x15mm nonspecified semi-complaint balloon, the 2.75x28mm promus element stent was introduced but was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.